Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found the unit to have an intermittent boot-up. The turbine assembly was replaced and a preventative maintenance kit was installed. The operational verification procedure and extended systems tests were ran and the unit is meeting specification. The suspect turbine has been returned to the manufacturer for evaluation where the failure analysis lab was able to reproduce the reported issue and isolated the cause to a corrupt turbine interface printed circuit board. This will be internally investigated by carefusion.

Event description:
The customer stated that this unit will not power-up. The unit was sitting in the shop for awhile. There was no patient involvement at the time of the incident.